Event description:
The customer reported that the insulin pump alarmed button error. Customer state that the buttons stopped working and the numbers kept scrolling up, customer replaced the battery and received weak battery alarm and button error appeared after she cleared the weak battery alarm. Troubleshooting was done. Customer's blood glucose was 150 mg/dl. Customer stated the insulin pump was store in a waterproof thermal bag in a cooler. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a severely scratched display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.